Event description:
Account reports one incident in which during a cardiac arrest, a cardiac push drug was being administered when the flashball device separated. Reporter stated they began giving meds down the pt's et tube, though. The pt did expire. Reporter stated he did not know if the separation caused or contributed to the pt's outcome.